Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as implanted with an implantable neurostimulator (ins). It was reported that the patient had a return of symptoms and loss of efficacy. The wound had been weeping slightly although on swab had been shown to not be infected. The implant had been causing pain and when the wound was opened it became clear the implant had become infected. An impedance check was performed, x-rays, and multiple setting changes were all tried before listing for operation. The system was removed and would be replaced (B)(6) 2021. The issue was confirmed resolved the time of this report.